Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pace impedance measurements of greater than 2500 ohms. The patient was reported to have fallen around the time that the out of range measurement occurred. The lead was suspected to have fractured. The patient was to be seen at a later date for further follow up. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that indicated the patient underwent a revision procedure. It was reported that the lead was identified to have fractured via x-ray. The lead had also dislodged. Of note, it was reported that the patient had fallen on the same day that the previously reported out of range pacing impedance measurements were reported. The lead was surgically abandoned and replaced. The device was explanted. There were no adverse patient effects reported.